Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation and the lot number of the lens was not provided. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
In medical safety opinion, the patient already suffered from dry eye due to keratoconjunctivitis sicca, and eye pain and tearing might be related to dry eye. The patient has been treated for many years for glaucoma. Laser peripheral iridotomy (lpi) is commonly performed as a primary treatment for acute primary angle closure glaucoma after administration of anti-glaucoma medications. Intermittent pupillary block and angle closure could lead to zonular laxity through weakening of the iris and the ciliary body, and that lpis could result in zonular damage due to a shock-wave effect. Implanting a ctr during operation and occurrence of lens dislocation later on (od lens dislocation surgery 61 days post operation), could be due to lpi treatment. In medical safety opinion, it is unlikely that this event is related to the product and more probable that this event is related to the patient¿s history or procedures. Our assessment provided in the previously submitted reports remains unchanged. No corrective actions are necessary at this time.

Manufacturer narrative:
A review of historical data provided there were no nonconformances that would contribute to the reported complaint. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Our assessment provided in the previously submitted reports remains unchanged. No corrective actions are necessary at this time.

Event description:
It was reported that 45 days post implant of an intraocular lens (iol) and capsular tension ring (ctr) in the right (od) eye, the patient suffered from a foreign body sensation, blurry vision, tearing, burning, throbbing, and was unable to sleep or drive. The iol kinked and early z syndrome was noted despite ctr. During surgery, the right periorbital area was prepped with betadine. The patient was draped in the usual sterile fashion. Lid speculum was placed between the lids. A 2.4 mm keratome was used to fashion phaco entry site inferotemporally. Paracentesis was fashioned supertemporally. Shugarcaine was instilled in the anterior chamber, followed by viscoat. The anterior capsule was penetrated with cystotome. Utrata forceps was used to carry out capsulorrhexis. Hydrodissection of the nucleus was performed. The nucleus was removed with a divide and conquer technique. The irrigation/aspiration hand piece was used to remove all residual cortical material. The posterior capsule was left clean and intact. The capsular bag was filled with provisc. The anterior capsular polishing was performed. The entry site was slightly enlarged. An iol of appropriate power was inspected and found to be free of defect. A ctr was placed inside the capsular bag, followed by the iol. The lens was oriented towards the 90° meridian. Excellent centration and mobility of the lens was demonstrated. The wound was closed with a single #10-0 nylon suture. Viscoelastic was aspirated out of the eye. The paracentesis was hydrated closed. At the end of the surgery, the posterior chamber lens was centered and stable with good posture vault. The anterior chamber was of normal depth and intraocular pressure. There was no evidence of wound leak. Vancomycin 0.2 ml was instilled in the anterior chamber. Atopine drops were instilled in the inferior fornix. The lid speculum was removed, as well as the drapes from the field. The patient was transferred to the recovery area in good condition. The patient tolerated the procedure well and there were no complications. At one day post op, the patient stated vision was foggy, but improved. Thirteen days post op, the iol exhibited a posterior vault and the patient presented with residual hyperopia. Sixty-one days post original implant, lens dislocation surgery was performed. The right periorbital area was prepped with betadine. The patient was draped in the usual sterile fashion. Lid speculum was placed between the lids. Paracentesis was fashioned superotemporally and inferotemporally. Shugarcaine was instilled in the anterior chamber, followed by viscoat. Visodisseciton of the capsular bag to open up was accomplished. Repeated attempts to free the haptics inferiorly and superiorly were frustrated by adherence to the capsular bag and previously placed capsular tension ring. Two separate iris hooks were placed superiorly to improve visualization, however, it was felt to be unsafe to further manipulate the base of the haptic due to the risk of zonular integrity. The intraocular lens was cut with intraocular lens scissors at the hinge above and below. The wound was enlarged and the optic was removed out of the eye. The capsular bag was inflated with provisc. The capsular rim appeared to be intact. An iol of a different model was inspected and found to be free of defect and placed inside the capsular bag under direct visualization. Excellent centration of the lens was demonstrated. The remnants of the old haptics were left interior to the optic of the new intraocular lens. A series of #10-0 nylon suture was used for incisional closure. Watertight closure was accomplished. At this point, a radial tear approximately 2 o'clock to the anterior capsular rim was demonstrated; however, there was no extension beyond the equator in evidence. Viscoelastic was gently removed from the anterior segment as far as possible without putting undo stress on the iol. Vancomycin 0.1 ml was instilled in the anterior chamber. At the end of surgery, the posterior chamber lens was centered and stable. The anterior chamber was of normal depth and intraocular pressure. There was no evidence of wound leak. The lid speculum was removed, as well as drapes, from the field. The patient was transferred to the recovery area in good condition. The patient tolerated the procedure well and there were no complications. Two days post lens exchange patient indicated right eye felt much better with contact lens bandage. Three days post exchange right eye was comfortable with contact lens bandage. Fifteen days post lens exchange, there was an od lens reposition, visual acuity (va) improved, and the iris returned to an oval shape. The patient continued to wear a contact lens bandage. Two weeks post lens exchange, the patient could not see with a contact lens in the right eye. Three weeks post lens exchange, vision was blurry, but improved. Ten days post lens reposition, patient stated vision was improving. Eighty days post lens reposition, patient stated vision was fuzzy and blurry. One hundred fifty-nine days post lens reposition, patient stated that vision was bad with some pressure in the right eye for the last week. The pc iol is stable in the eye. The posterior eye segment is normal (vitreous, retina, macula, periphery, vessels). Treatment is glasses. One hundred eighty-two days post lens reposition, slight posterior capsule opacification (pco) was noted. The capsule remains intact. The patient continues to have pain and tearing in the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Patient reported that vision became blurry within weeks post lens and capsular tension ring implantation in the right eye. The patient began experiencing pain and discomfort. At post-op doctor's visit, the patient learned that the lens had collapsed. Reportedly, the patient had multiple unspecified follow up surgeries.